Event description:
The customer reported a few drops of fluid leaked from the rinse block of the coulter act 5diff autoloader (al). The customer indicated that the leak was not contained within the instrument. The customer also stated that the instrument generated white blood cell (wbc) vote outs. The customer was only wearing gloves at the time of the event but no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse could not confirm an active leak but did find that the white blood cell (wbc) parameter was voting out. The fse cleaned the wbc/basophil bath and replaced the wbc/basophil aperture o-rings to resolve the issue. The fse verified repairs per established procedures and results met published specifications. Failure mode of the wbc vote outs is attributed to a dirty wbc/basophil bath and compromised wbc/basophil bath o-rings; the fse could not confirm an active leak while at the customer's site to evaluate the instrument. Results: wbc/basophil bath and wbc/basophil bath o-rings. Beckman coulter internal identifier for this report is (B)(4).